Manufacturer narrative:
An event of central regurgitation after device implant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including functional testing to ensure leaflet coaptation and valve function. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 25 mm epic stented porcine heart valve with flexfit system was implanted into the patient's mitral valve. When the patient was being weaned from cardiopulmonary bypass (cpb), severe central regurgitation from the epic valve was seen on echocardiography. The patient was placed back on cpb so that the epic valve could be explanted, and a non-abbott device was implanted successfully with no further issues. The cusps of the explanted epic valve appeared not to coapt properly. There was a clinically significant delay of 60 minutes in procedure due to this event. The patient remained hemodynamically stable throughout the procedure, and the patient's post-operative status was reported to be stable. No additional information was provided.